Event description:
Due to insurance/financial reasons, the pt could no longer receive pump refills from his managing physician. The pt's last pump refill occurred on (B)(6) 2008. The pt was last seen by his managing physician on (B)(6) 2008. On (B)(6) 2010, the pt heard the pump alarm; a single tone that occurred over the last 3 weeks. It was reported the hcp programmed the pump to not alarm and it would not hurt the pump to "go dry." The pt was attempting to establish care with another hcp. On (B)(6) 2010, telemetry confirmed a critical alarm was occurring; tube set message. The pump had been programmed to stopped pump mode. The pt did not go through withdrawal. The hcp was uncertain what they were going to do with the pump; would discuss options with the pt. On (B)(6) 2010, the hcp was unable to aspirate from the catheter for a dye study procedure. The pump contained morphine 45mg/ml and prialt. The pump had been stopped for over 1000 hours, however, had been at a minimum rate for approx the last week. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).